Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was unknown. Troubleshooting was performed. Customer advised to disconnect from the device, customer was all ready disconnected. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.